Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
The lead was explanted on an unknown date. The reason for the explant is unknown.

Manufacturer narrative:
Corrected data: per the additional information received (b5), this event/report is no longer reportable.

Event description:
Additional information received indicates that the patient was not implanted with the reported lead.